Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/30/2015 and found tubing with a hole in it at pinch valve (pv37). The fse replaced all tubing to pv37 to resolve issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 5ml from the right compartment of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.